Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation .of a separated header x-ray examination was performed. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during the explant of this implantable cardioverter defibrillator (ICD), the header of the device detached. It was noted that shock lead impedance measurements had been out of range for approximately a year and pacing impedance measurements had exceeded normal range a few months prior. A lead fracture had been suspected but, following the header detachment, the caller wondered if the issue was with the device. A boston scientific technical services (ts) consultant discussed that it was not possible to tell without analysis and noted that the header issue may have occurred at explant. It was noted that the lead was twenty-five years old. The system was replaced and the device was returned for analysis. No additional adverse patient effects were reported.